Manufacturer narrative:
Follow-up #1 date of submission 01/11/2017-product analysis: the device was returned and evaluated by product analysis on 12/22/2017 with the following findings: the complaint could not be duplicated with investigation. The audio alert feature was found to be functioning per specification. No intermittent condition was found to the audio alert circuit. Unrelated to the complaint, two battery compartment cracks were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.